Manufacturer narrative:
Attempt was made to obtain additional information related to this event. No information was available. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A report of unexpected outcome related to unplanned astigmatism with the rule with optimized lasik treatment was received during a product survey. No additional information is available.